Manufacturer narrative:
Information was received on 25-feb-2020 indicating that the event occurred during flow rate test. No patient was involved.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the tests results were all within the published customer specifications of +/-6.0% but outside of the internal specifications of +/-3.0%. The expulsor was found to be out of tolerance so it was replaced and the pump was calibrated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was under infusing by -6.9% and -6.1%. There were no reported adverse events.